Event description:
It was reported that the customer attempted foley catheter balloon dilation after patient insertion, but it did not inflate properly, and obstruction was suspected in the catheter. Per investigator's notification received on 18sep2025, it was reported that blockage found in the drainage lumen during evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Photo: received four (4) photo samples. All photo samples showcase an overview of a 3-way temp sensing catheter. Visual: received one (1) used 3-way temp sensing catheter without original packaging. Verified material number 119314 and manufacturing lot number ngjr2164. This sample will be tested for "blockage". Visual inspection noted that there was a blockage inside of the drainage lumen. Attempted to flush drainage lumen with d.I. Water and it did not go through the lumen. Further inspection noted that the lumen had extra silicone dividing the lumen and preventing flow. This is out of specification per (B)(6), revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Risk review, labeling review, and DHR review are not required as CAPA 11881143 is applicable for this product lot number per (B)(6) rev 20. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer attempted foley catheter balloon dilation after patient insertion, but it did not inflate properly, and obstruction was suspected in the catheter. Per investigator's notification received on 18sep2025, it was reported that blockage found in the drainage lumen during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.